Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the foreign material could not be identified but it is like a simethicone product. The section of the device with the foreign material had no physical damage. It is unknown whether the reprocessing of the foreign material residue points deviated from the instruction manual. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The instruction manual ¿gif/cf/pcf-190 series, operation manual chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual ¿gif/cf/pcf-190 series, reprocessing manual chapter 5 reprocess the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited air/water cylinder and air/water tube has foreign objects. There were no reports of patient involvement.